Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the patient contacted lifescan alleging that the subject meter was not powering on. The customer service representative (csr) walked the patient through troubleshooting the meter and resolved the power issue through training. Based on customer service troubleshooting, there was no indication that the product malfunctioned. There was also no allegations of harm or injury as a result of the reported power issue. However, this complaint is now being reported due to the outcome of product analysis investigations. Lifescan received the meter involved with this complaint and completed device evaluations on (B)(6) 2011. Investigation revealed that there was a high standby current, which can contribute to power issues.